Manufacturer narrative:
(B)(4). Suggested component code: mechanical (g04) ¿ drill. G2: foreign: new zealand. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. The complaint cannot be confirmed. Attempts have been made to gather all product identification information, and no further information has been provided if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient suffered an acetabular fracture during preparation of the acetabulum. The procedure was eventually completed using another device. There is no further information available at the time of this report.